Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') and systemic lupus erythematosus ('lupus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced systemic lupus erythematosus (seriousness criterion medically significant) and inflammation ("high inflammation"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, systemic lupus erythematosus and inflammation outcome was unknown. The reporter considered inflammation, medical device removal and systemic lupus erythematosus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood test on an unknown date: normal after essure removal. Concerning the injuries were reported in this case, the following ones were described via social media: systemic lupus erythematosus, inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new event essure removal with "hysterectomy" as surgical intervention added. Lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.